Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image becomes blurred, indistinct or noisy, and there was a component failure of the electronical component. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the electronical component. The most likely cause is some contact failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had abnormal image. The issue occurred during st up. There were no reports of patient harm.